Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right total knee replacement was performed on (B)(6) 2017 at (B)(6) hospital, since the medial part of the tibia had collapsed.

Manufacturer narrative:
The complaint states revision of right total knee replacement was performed on (B)(6)2017 at (B)(6) hospital, since the medial part of the tibia had collapsed. Primary implant date is (B)(6) 2002. Patient underwent bilateral total knee replacements on the original surgery date. The right knee received a cemented tibial tray and the left knee received an uncemented tibial tray. Patient outcome post surgery - unknown. No supporting documents available. A review of complaint databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.